Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 576 mg/dl and ketones. It was stated that the cannula was bent on two infusion sets, but the customer didn't get a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the high pressure test. Advised the mother to monitor the insulin pump and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.